Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products: new microcatheter (details unknown), stent (details unknown).

Event description:
The surgeon felt friction when advanced the stent (details unknown) at the middle of the prowler select plus microcatheter (606s255x/15898161). The surgeon withdrew the microcatheter and noted there was a kink at the middle of the microcatheter. Then changed to another microcatheter (details unknown) to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
The surgeon felt friction when advancing the stent (details unknown) at the middle section of the prowler select plus microcatheter (606s255x/15898161). The surgeon withdrew the microcatheter and noted there was a kink at the middle of the microcatheter. Then he changed to another microcatheter (details unknown) to complete the procedure. There were no patient adverse events. A non-sterile select plus 150/5 cm was received coiled inside of a coil dispenser inside of a plastic bag. The microcatheter was inspected and it was found kinked. The microcatheter was inspected under microscope and the kink was confirmed. The inside diameter of the microcatheter was measured and was found within specification. A functional test was performed. The microcatheter was flushed using a lab sample syringe (635-002) and a 0.018¿ a guide wire lab sample was introduced into the microcatheter. It advance smoothly until the microcatheter's distal tip; friction was felt when the guide wire was passed through of the kink found on the microcatheter. After that the microcatheter was flushed again, and an enterprise lab sample was introduced into the microcatheter. It advance smoothly until the microcatheter¿s distal tip; friction was felt when the enterprise lab sample was pass through of the kink found on the microcatheter. The review of lot 15898161 revealed no issues that were considered potentially related to the reported complaint. The reported friction and kink were confirmed. The resistance friction appears to have been caused by the kinked condition found on the device; however. The cause of the kink found on the device could not be conclusively determinate, but handling and procedural factors may have been a contributing factor. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process, therefore, no corrective actions will be taken at this time.